Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/20/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-300-b201 burr broke at the base immediately after use. Broken fragments have been removed. This case was completed by using another product of same product number. This occurred during use in a osteotomy of the distal metatarsal bone in hallux valgus surgery case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.